Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing shocking sensation at the pocket site. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively.